Event description:
An altitude alarm was reported to have occurred with the pump. The customer's blood glucose level was affected, exceeding 500 mg/dl, but no specific value was mentioned beyond it being "high." The customer administered a correction bolus using the pump and did not require third-party assistance. Technical support guided the customer to clean the speaker holes and reconnect the cartridge. After these steps, the alarm did not recur, and the pump resumed normal operation. Additionally, tips for preventing altitude alarms were provided.